Manufacturer narrative:
Olympus contacted the user facility to obtain additional info regarding this report. The user facility reported that the complete loss of image was experienced toward the beginning of the procedure. The device referenced in this report was returned to olympus for eval. The eval confirmed image difficulties. Following a brief period of operation, image on the scope became intermittent, alternating between a white and flickering image. The image was also distorted. Cracks were noted on the video connector below the screws on both sides. Button #3 was missing and there were minor bends, dents, and scratches noted on the outer tube. The device is pending instructions from the user facility regarding service. This report is being submitted as a medical device report in an abundance of caution. This medial device report is being re-submitted with a revised MFR # to correct the previous submission. The report had initially been inadvertently submitted as 9610773-2010-00001, and is being revised to 9610773-2011-00001.

Event description:
Olympus was informed that during a therapeutic laparoscopic hysterectomy procedure, the users experienced a complete less of image. The procedure was completed with a different olympus telescope. There was no report of pt harm.